Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the physician successfully deployed a dynalink stent in a heavy-calcified superficial femoral artery. As the physician attempted to remove the delivery system he noted that the device's outer and outer-outer member pulled apart. The physician was able to remove the entire delivery system without any interventional activity. The patient was not harmed or injured. No addition information is available.